Event description:
Customer reported experiencing a low blood glucose event, with a recorded level of 41 mg/dl. Cause was not known. Customer consumed carbohydrates for treatment and was advised by technical support to consult a healthcare provider to discuss factors affecting blood glucose levels. Customer acknowledged and understood all recommendations.